Manufacturer narrative:
The device remains implanted. A review of the manufacturing records was conducted. The review of the manufacturing records verified that the lot was processed normally and all pre-release specifications were met. Advancement of the viabahn device through existing bare metal stents and withdrawal, and re-insertion may have interfered with deployment of the device. The warning section in the product instructions for use states: other devices may interfere with the deployment of the gore viabahn endoprosthesis resulting in deployment failure or other device malfunction.

Event description:
The pt presented with right common iliac artery aneurysm. While advancing a 9x10 viabahn device through existing bare metal stents, the physician experienced resistance and the device became stuck. The device was removed through the sheath. Another pta was performed. Following the pta, the same viabahn device was reinserted, advanced to the target site and positioned. The physician attempted to deploy the device; however, the deployment line would not pull out completely, only approximately 3/4. The endoprosthesis expanded entirely; however, the deployment line remained stuck inside the viabahn catheter. The physician pulled out the sheath and the catheter and cut the deployment line, leaving 2-3cm of ptfe deployment line in the pt. The procedure was completed implanting an additional viabahn device (11x5) without any adverse outcome for the pt.